Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. Visual inspection revealed corrosion on the wireless module flex and the radio printed circuit board. The cause was determined to be fluid intrusion. The device was paired with a known good spectrum pump which found the module's wireless connection capabilities inoperable. The battery was replaced entirely to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced burnt components. There was no known patient injury or medical intervention associated with this event. No additional information is available.